Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the left ventricular (lv) lead. Some signals in the right atrial (ra) lead were noted but the device was unable to determined what was sensed. Technical services (ts) recommended changing lv configuration. The lead remains in service. No adverse patient effects were reported.